Event description:
It was reported that the patients paddle lead was replaced with an MRI compatible device due to high impedance. The patient was doing well with good coverage postoperatively and the explanted lead will not be returned.